Event description:
It was reported that a revision surgery was performed on 2020 on the patient's hip due to pain, redness and reduced mobility.

Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. The full device part details have not been received, a complaint history, full manufacturing record review and IFU review cannot be performed. If these details are received then these tasks will be completed. A risk management review was performed based on the assumed devices. No additional risks were identified as a result of the reported event. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.